Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colorectal. According to the reporter: surgeon conducted the carcinoma of the rectum and used ta6035s. When fired it, he grasped it to the end and cut the tissue, but there was no suture staple fired when opened the device. Then it was sutured with suture. No tissue damage as a result of this problem. No blood loss of 500cc or more due to the product problem. Surgical time was not extended by more than 30 minutes due to the product problem